Event description:
The following has been reported: biomed reported: 'ticket stated "pump problem". Cleaned (pins were sticking) and ran infusion pump test. No alarms. After cleaning it was given a full charge. 3 hours after cleaning the pins started to stick again. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit exhibited a state 1 alarm. Log files indicate mechanical hardware failure (av sticky valve). Fva pins are exhibiting drag primarily on the output pin. Removed fva assembly; the fva pins have debris and output pin has excessive debris. Cleaned fva pin and channels. Reassembled fva assembly and performed a mock infusion without error. Both bag hooks are missing. The fva lip seals and bag hooks will be removed and replaced during the repair process before being sent to the test line for full functional testing.